Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the implantation of an intraocular lens (iol) had to be abandoned because the vitreal pressure was suddenly very high and the final lens remains could hardly be removed. The day after, the eye was calm. Two weeks later, the iol was implanted. This is the first of two related reports for this facility.